Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that while explanting the right ventricle (rv) lead, the right atrial (ra) lead was accidentally damaged. Therefore, this lead was also replaced during the procedure, and was replaced with a new one. No adverse effects to the patient were reported.